Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported that they have a 5 year old mobi-c implant that has been steadily moving anteriorly, resulting in unspecified symptoms. The patient is consulting with their physician and getting additional imaging before scheduling surgery, though a revision is anticipated.